Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient presented with burning pain down their neck and back and the surgeon was concerned about instability. A peer to peer discussion determined retrolisthesis and possible subsidence at c3, partial inferior subluxation, posterior osteophytes at c3 and c4, spinal canal is tight. Facets don't look bad, residual stenosis. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is not within the defined level in the risk documentation. The dfmea will be updated to evaluate the updated rate of complaints and determine if any additional mitigation activities are required. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The device remains implanted within the patient therefore no device evaluation could be completed. Imaging was reviewed by the clinical team during the peer to peer and subsidence and retrolistheses was observed. The complaint investigation found no anomalies associated with the complaint. The reason for the retrolisthesis and subsidence is unknown. This report is for 1 of 1 devices involved in this event.

Event description:
A surgeon saw this patient (47 y/o male) in clinic in the past (prior to his cervical tdr implantation), and reported that he presented with congenital cervical stenosis, suggesting surgical intervention to the patient. However, the patient did not want to undergo surgery at that time. The patient went on vacation and got hit by a large wave while swimming in the ocean. He went to the ER upon returning, due to severe pain, and was surgically treated immediately with prodisc c at c3-c4 by another surgeon. The patient came back to see the first surgeon recently, presenting symptoms of paresthesia (burning pain down his neck/back). Surgeon is concerned about instability. He shared post-op x-rays, CT scans, and MRI, and reviewed them via zoom. Discussion determined retrolisthesis and possible subsidence at c3, partial inferior subluxation, posterior osteophytes at c3 and c4, spinal canal is tight. Facets don't look bad, residual stenosis.